Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the meter alerted the user of an error 1 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/22/2014: the device was returned to animas and evaluated by product analysis on 08/10/2014 with the following results: error message occured immediately when powering meter.testing was unable to pair pump and meter and complete all required investigation steps due to inability to clear the error message.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Correction: follow-up #1 and the device evaluation was completed on 9/18/2014.